Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient was told was that she needs surgery. Patient said that she is hurting, meaning the shocking down her leg. Patient did provide more details about her fall, which occurred in (B)(6) 2019. Patient said that she fell right on the ins. Patient said that she did go to hcp office, however one of the staff members instructed patient to come back in a couple of months as there was a lot of bruising at the ins site. Patient said that if she could, she would have the system removed right away. Patient said that since her last appointment the stimulation has been turned down so that she shocking has stopped, however not helping with symptom control at the lower setting. Patient was advised to follow-up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient had a new doctor, and a call was received from the new offices, caller is with patient and inquired about impedances. 0-3 is >4,000 ohms. Patient also was experiencing shocking down leg with some programs. This occurred after a fall. It was discussed to avoid programming the 0-3 combination. Caller adjusted program 4 and patient feels the therapy at comfortable level. Battery capacity remaining is 5-18 months. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that actions/intervention taken were to check leads and do an impedance test. The third electrode was bad but the other electrodes were good. They changed from p2 to p4. The battery was good for 6-18 months. The shocking was resolved after changing programs. No further device issue alleged / identified. No further patient symptoms or complications were reported.